Event description:
On 04/11/1997, during a meeting with a manufacturer sales representative, the facility oncology nurse manager reported six separate instances of device catheter breakage. This report investigates the second incident. No common element was discovered. At this meeting, it was agreed upon that the facility oncology nurse manager would put together the necessary information so that a product complaint report could be completed. Lot numbers were provided for each of the devices.

Manufacturer narrative:
Eval results of apparent trend for suspected catheter lots has been completed and results are as follows: 1.) Complaint rate was consistent with complaint rates from other mfg lots. 2.) The product profile was biomodal, but both arms of the modaility were within product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were reviewed and found to have the "pinch-off" indication. Complete file of this apparent trend was reviewed by food and drug administrator (FDA) investigator during atlanta district office audit conducted from 8/24/1998, through 9/15/1998. Therefore, based on info available and results of manufacturer's (MFR.) Investigation and analysis of device, report of "a longitudinal split in catheter" was not confirmed. No holes, cuts tears or splits were noted in catheter and device functioned as intended. Device was evaluated and alleged failure could not be duplicated, therefore, cause of this event is unk. No further details are available. MFR is now closing file on this event. Submitted to FDA 1/26/1999.